Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 19, 2020. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911.

Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time, therefore, date of this report and date received by manufacturer are the same as the date returned to manufacturer. The gaia first guide wire was returned for evaluation. The coil wire of the returned guide wire was elongated for approximately 36cm distal to the mid solder that was originally located at 40mm from the tip. The elongated coil wire remained in one piece and the ball tip was attached at its very distal end. Under the elongated coil wire, the fractured core was exposed. The fracture end of the core was located at approximately 35mm distal to the mid solder. Microscopic observation of the core fracture end revealed that both of core-composing wires, the core wire and inner coil wire, were twisted off. The inner coil wire was tightened proximal to the fracture end. These findings indicated that torsion had contributed to the core fracture. Distal side of the core fracture end was located at approximately 5mm proximal to the tip. A bend was observed distal to the fracture end. As seen on the proximal side, both core wire and inner coil wire were twisted off. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed core fracture on the returned gaia first guide wire. The applied stress would localize and exceed the product design limit when the guide wire was being caught and restricted its movement by the cto. Further applied tensile stress generated with removal likely made the coil to elongate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged, and/or trauma may occur. In addition, ensure that the distal tip of this guide wire, and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. Malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that the coil wire of an asahi gaia first guide wire elongated during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the unspecified coronary artery. The guide wire was delivered to the lesion and removed to replace with another wire when the tip of the guide wire was found caught by the lesion. Upon removal, the coil wire became elongated. The patient was discharged without problem. There were no adverse patient effects associated with this event.